Event description:
It was reported that the patient expired due to unknown cause. Cardiopulmonary resuscitation was attempted but was unsuccessful. It was also noted that there were low flow alarms and vad disconnect alarms.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the pump ((B)(4)) and one (1) controller ((B)(4)) were not returned for evaluation. No performance allegations were made against the controller. Log file analysis revealed three (3) low flow alarms were logged on (B)(6) 2021 between 21:59:01 and 22:06:43. Additionally, four (4) vad disconnect alarms were logged then on (B)(6) 2021 between 22:10:08 and 22:18:31, indicating a physical disconnection of the driveline from the controller. As a result, the reported low flow and vad disconnect alarms were confirmed. Information provided by the site indicated that the patient expired due to unknown cause. Cardiopulmonary resuscitation was attempted but was unsuccessful. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to the outflow graft compression by the foreign graft, constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and poor vad filling. A possible root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.